Event description:
The user facility reported that during a procedure using orbis sigma valve, the doctor noticed that the valve was blocked when the csf flowed through the valve. The problem is a procedural error. The hospital contacted integra neurosciences only to get a free product as replacement. The pt was implanted with another valve. There was no pt consequences reported. The device has been discarded by the hospital.